Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angioseal failed to deploy due to kinking of wire in soft tissue, customer wants this device checked to ensure no issues internally but has conceded this failure was probably due to the kink of the guidewire in patient as it was difficult access.

Event description:
Additional information was received on 19dec2023: the procedure being perforemed was a catheter directed thrombolysis. An 8fr procedure sheath was used. There were no difficulties with insertion, however it was tortuous anatomy. A pre-deployment angiogram was performed. The patient went to vascular surgery for a surgical closure as neither the vascular closure device (vcd) nor manual compression would stop the blood flow. The estimated blood loss was less than 250cc. The patient was stable and ok, however they had to go to surgery to close the puncture site as both the angio-seal and manual compression failed to close the puncture.

Manufacturer narrative:
The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide corrected information as the initial report that was submitted for 3013394970-2023-00829 had incorrect information. Please disregard the information provided in the first report submitted and use this report as the actual initial report with the corrections that were needed. A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angioseal failed to deploy due to kinking of wire in soft tissue, customer wants this device checked to ensure no issues internally but has conceded this failure was probably due to the kink of the guidewire in patient as it was difficult access.

Manufacturer narrative:
One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was found to have been kinked towards the distal tip. The carrier tube was returned in the forward locked position with the anchor and collagen intact. The bypass tube was not present and was not returned with the device. No other damage or issues were identified. The complaint was confirmed for an assembly issue due to mechanical damage. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the hemostasis sheath resulting in inability to advance the carrier tube properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).